Manufacturer narrative:
The final analysis for this product found that the reported issues of high pacing impedance, inadequate capture, and sensing anomalies were not confirmed. Only the helix mechanism issue was confirmed. The helix had blood clots and was slightly bent. After cleaning the helix screw, the mechanism extended and retracted within normal parameters. Final analysis determined that the reported event was isolated to an overtorqued inner coil and a helix screw clogged with blood/tissue.

Event description:
It was reported that a patient presented on (B)(6) 2021 for an implant procedure. During implant, it was noted that the patient¿s right ventricular lead had abnormal torque, a slow moving helix, high capture thresholds, low sensing, and elevated pacing impedance. The lead was ultimately explanted and replaced. The patient was reported as stable.